Event description:
(B)(4). I got the essure implanted (B)(6) 2011. As soon as I got home I was in a lot of pain and soon after I started my cycle and the pain became worse. I was in so much pain I could barely move and there was a lot of pressure. I called the doctor and they said the pain was normal. When I went back for the confirmation test the essure product on my left side was not completely position into my tubes and was hanging out in somewhat a upside down l-shape. The doctor then confirm the reason for pain and told me it was fine and to take pain medication when I start to feel any pain. I asked how long will I have the pain she could not say anything other than take pain medication. Since then my cycle have been abnormal and extremely painful started to have some neurological problems such as headaches, panic/anxiety attacks, tingling sensation in arms, hands, legs and feet. I was then put back on birth control pills to see if the symptoms would leave they did not only gotten worse. I now have along with the other symptoms I have severe bloating, heartburn, back , neck, spine pain, painful intercourse and sometimes spotting after intercourse, mild high blood pressure, weight gain unable to lose weight, fatigue, dental problems and the list goes on.